Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Event description:
As reported by our edwards lifesciences affiliate in canada, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, during valve deployment, it appeared there was a balloon burst. The valve was still able to be successfully implanted with no patient injury and no patient complications. During assessment of the delivery system, leakage was observed from the base of the delivery system and not on the expandable portion of the balloon. It was believed that the leakage was noticed after valve deployment as blood was observed in the inflation device after the delivery system was withdrawn. Additionally, it was believed that the patient's tortuous aorta may have caused a kink on the delivery system as it was being advanced around the arch. Once the procedure was completed, the patient was transferred to the critical care unit (ccu) and subsequently recovered. Imagery was provided for evaluation. Upon review of the provided imagery, no balloon burst was observed. There was a pinhole noted on the crimp balloon zone.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed the valve was properly deployed in the native annulus. There was a pin-hole leak observed on the crimp balloon area. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the balloon leak was confirmed based on evaluation of the provided imagery. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU and training manuals revealed no deficiencies. As reported, "during the valve deployment, the valve was safely fully deployed with no/trace leak on post deployment angiogram and with no patient injury and complications. However, it was suspected that the commander delivery system balloon burst. When inspecting the retrieved commander delivery system, it was seen that there was a leakage coming from the catheter, not on the expandable portion of the balloon...as per medical opinion, the root cause of the event was the tortuous aorta of the patient that cause a kink on the delivery system when the maneuvers were done around the arch." Per evaluation of the provided imagery, a pin-hole was seen in the crimp balloon area. It is possible that due to the tortuosity being present in the aortic arch, manipulation of the delivery system when tracking may have contributed to the crimped transcatheter heart valve (thv) negatively interacting with the crimp balloon. Inflation of the balloon and deployment of the thv may in turn have exacerbated any damage to the balloon from tracking/advancing, ultimately resulting in the reported balloon leakage. In this case, the available information suggests that patient factors (tortuosity) and/or procedural factors (crimped valve interaction with the balloon) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.